Manufacturer narrative:
As the reported device was not returned, angiodynamics was unable to perform a device evaluation. A photograph of the devie and reported defect were provided by the end user for evaluation purposes. The customers reported complaint of "the fiber failed and broke in the patient" was confirmed based on the provided photo. Although a photo was provided, a definitive root cause cannot be determined without receiving the fiber for evaluation. Per the manufacturing engineer's summary: possible root cause of the fiber fracture is handling damage to fiber core that allowed laser energy to melt and separate the fiber. A review of the lot history records was performed for the reported packaging lot (5619600) for catalog number h787114030020 for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting. "Protective caps should be in place over sma connectors. Do not use if there is any sign of damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported an issue with a never touch 65cm kit w/ gripper and rfid. During a procedure, the fiber failed, and broke in the patient. The doctor was able to remove the fiber and the procedure was completed using another same device. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.